Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise oversensing. It was suspected that it was due to the patient¿s left ventricular assist device. Programming changes were made to resolve the issue. The patient was stable.